Event description:
It was reported that when using the bd pyxis¿ es server, station had notification alert stating that one or more items are non-formulary. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the specific medication could not be dispensed due to a pyxis system error. A technical support specialist (tss) connected with the customer and confirmed that the medication ID on the order did not match the facility item loaded in the cabinet. The guidance was provided to correct the mismatch, and the issue was successfully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, station had notification alert stating that one or more items are non-formulary. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.